Event description:
It was reported that the patient had experienced urinary retention, primarily attempted to place silicone foley catheter, and had immediate blood returned and unable to advance the catheter. Medical doctor and urology notified, and orders received to place a coude. It was stated that the coude catheter placed with small amount of blood and immediate clear yellow urine. On (B)(6) 2022, stated that the foley kit with temperature cable was faulty, black temperature cable was not reading accurately. It was removed and a new kit was opened, the black temperature cable was replaced and now functional. On (B)(6) 2021, stated that there have been six foley catheters which required aggressive flushing and irrigation. After flushing, substantial amounts of urine output occurred. The attending and staff feel this could be related to a batch of defective foleys . On (B)(6) 2021, customer had trouble with foley catheters draining like they should. They had to flush the foleys, after flushing, they would get (B)(4) urine out . The product also felt different texture wise like the foley tubing was not as rigid, now have multiple kinks in them and it did not automatically correct the kinks . This was the 11th foley that our team has had to flush in a 1-week period and then would get back a large volume of urine. Customer would like to avoid a bladder rupture at all costs. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had experienced urinary retention, primarily attempted to place silicone foley catheter, and had immediate blood returned and unable to advance the catheter. Medical doctor and urology notified, and orders received to place a coude. It was stated that the coude catheter placed with small amount of blood and immediate clear yellow urine . On 05feb2022, stated that the foley kit with temperature cable was faulty, black temperature cable was not reading accurately. Removed and new kit opened, the black temperature cable was replaced and now functional . On 07aug2021, stated that there have been six foley catheters which required aggressive flushing and irrigation. After flushing, substantial amounts of urine output occurred. The attending and staff feel this could be related to a batch of defective foleys . On 16aug2021, customer had trouble with foley catheters draining like they should. They had to flush the foleys, after flushing, they would get 1000 - 1500 ml urine out . The product also felt different texture wise like the foley tubing was not as rigid, now have multiple kinks in them and it did not automatically correct the kinks . This was the 11th foley that our team has had to flush in a 1-week period and then would get back a large volume of urine. Customer would like to avoid a bladder rupture at all costs. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be manufacturing related due to operator error/ mechanical error/latex out- deposit latex too fast caused excess pick-up leading to lumps, bulbous tip- surface roughness may cause surface irregularities and acid cuts/ user related (eg: rough handling of device). The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.